Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was difficult to read/discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 05/06/ 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: dim pink / faded display screen is duplicated. Open pump to take away a bad display screen to complete a test with knew good display screen, the good display screen is showing a strong clear contrast.